Event description:
It was reported this catheter was successfully placed for pneumothorax treatment. Post placement, it was noted this drainage catheter had fractured. The catheter was removed intact via the proximal end and another catheter was placed for continuation of treatment. The patient's condition is good. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the device was received in two pieces. The catheter shaft measured approximately 24.5cm from the distal tip. The point of break was slanted and jagged. The proximal hub was detached from the catheter. The heat shrink was attached and in the original position. Additionally, it was noted this device met its specifications. Company believes user technique, and/or patient anatomy may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event. Company's directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections."